Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/right essure visible in endometrial cavity') and device breakage ('device breakage') in a 42-year-old female patient who had essure (ess205) (batch no. 12280950) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation done on same day" in 2005. The patient's medical history included bleeding genital, menorrhagia, dysfunctional uterine bleeding, lower abdominal pain and leiomyoma of uterus, unspecified. Concomitant products included diltiazem, fluoxetine and levothyroxine sodium (synthroid). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required), 6 months 12 days after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain ("pain,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), migraine ("migraines"), headache ("headaches,") and female sexual dysfunction ("apareunia"). The patient was treated with surgery (bilateral salpingectomy ¿ hysteroscopy other (please specify) ¿ left salpingostomy and hysterectomy, bilateral salpingectomy ¿ hysteroscopy other (please specify) ¿ left salpingostomy). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the uterine perforation, device breakage, urinary tract infection, migraine, headache and female sexual dysfunction outcome was unknown and the pelvic pain had not resolved. The reporter considered device breakage, female sexual dysfunction, headache, migraine, pelvic pain, urinary tract infection and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in december 2005: results: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2006: findings: a fibroid is present in the lower anterior body of the uterus measuring 1.4xl.5x1.5cm. Thickened fibroid is present posterior to the endometrial canal measuring 1.1x1.3xl.0cm. A coil is seen in the endometrial canal. In the right ovary, a cyst is present with internal echoes that measure 1.4x1.7x1.6cm. Additional smaller follicular cysts are present.. Ultrasound scan - on (B)(6) 2006: findings: there are multiple leiomyomas with position(s) and dimensions as follows: 1.) Anterior, sub serosal leiomyoma that measures 1.8 x 1.1 x 1.5 cm. . 2.) Right, anterior, intramural leiomyoma that measures 1.2 x 0.9 x 1 cm. There is a 1.7 x 1.2 x 1.7cm clear cyst in the left kidney. There are bilateral linear echogenicities in the cornua of the uterus consistent with the patient¿s essure placement.. Pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/right essure visible in endometrial cavity') and device breakage ('device breakage') in a 42-year-old female patient who had essure (ess205) (batch no. 12280950) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation done on same day" in 2005. The patient's medical history included bleeding genital, menorrhagia, dysfunctional uterine bleeding, lower abdominal pain and leiomyoma of uterus, unspecified. Current weight:130lbs. Concomitant products included diltiazem, fluoxetine and levothyroxine sodium (synthroid). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required), 6 months 12 days after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain ("pain,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), migraine ("migraines"), headache ("headaches,"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy ¿ hysteroscopy other (please specify) ¿ left salpingostomy and hysterectomy, bilateral salpingectomy ¿ hysteroscopy other (please specify) ¿ left salpingostomy). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the uterine perforation, device breakage, urinary tract infection, migraine, headache, female sexual dysfunction, weight decreased, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain had not resolved. The reporter considered device breakage, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, migraine, pelvic pain, urinary tract infection, uterine perforation and weight decreased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: results: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2006: findings: a fibroid is present in the lower anterior body of the uterus measuring 1.4xl.5x1.5cm. Thickened fibroid is present posterior to the endometrial canal measuring 1.1x1.3xl.0cm. A coil is seen in the endometrial canal. In the right ovary, a cyst is present with internal echoes that measure 1.4x1.7x1.6cm. Additional smaller follicular cysts are present.. Ultrasound scan - on (B)(6) 2006: findings: there are multiple leiomyomas with position(s) and dimensions as follows: 1.) Anterior, sub serosal leiomyoma that measures 1.8 x 1.1 x 1.5 cm. . 2.) Right, anterior, intramural leiomyoma that measures 1.2 x 0.9 x 1 cm. There is a 1.7 x 1.2 x 1.7cm clear cyst in the left kidney. There are bilateral linear echogenicities in the cornua of the uterus consistent with the patient¿s essure placement. Pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received- new events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight loss were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/right essure visible in endometrial cavity') and device breakage ('device breakage') in a (B)(6) year-old female patient who had essure (ess205) (batch no. 12280950) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation done on same day" in 2005. The patient's medical history included bleeding genital, menorrhagia, dysfunctional uterine bleeding, lower abdominal pain and leiomyoma of uterus, unspecified. Concomitant products included diltiazem, fluoxetine and levothyroxine sodium (synthroid). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required), 6 months 12 days after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain ("pain,"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), migraine ("migraines"), headache ("headaches,") and female sexual dysfunction ("apareunia"). The patient was treated with surgery (bilateral salpingectomy ¿ hysteroscopy other (please specify) ¿ left salpingostomy and hysterectomy, bilateral salpingectomy ¿ hysteroscopy other (please specify) ¿ left salpingostomy). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the uterine perforation, device breakage, urinary tract infection, migraine, headache and female sexual dysfunction outcome was unknown and the pelvic pain had not resolved. The reporter considered device breakage, female sexual dysfunction, headache, migraine, pelvic pain, urinary tract infection and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: results: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2006: findings: a fibroid is present in the lower anterior body of the uterus measuring 1.4xl.5x1.5cm. Thickened fibroid is present posterior to the endometrial canal measuring 1.1x1.3xl.0cm. A coil is seen in the endometrial canal. In the right ovary, a cyst is present with internal echoes that measure 1.4x1.7x1.6cm. Additional smaller follicular cysts are present. Ultrasound scan - on (B)(6) 2006: findings: there are multiple leiomyomas with position(s) and dimensions as follows: anterior, sub serosal leiomyoma that measures 1.8 x 1.1 x 1.5 cm. Right, anterior, intramural leiomyoma that measures 1.2 x 0.9 x 1 cm. There is a 1.7 x 1.2 x 1.7cm clear cyst in the left kidney. There are bilateral linear echogenicities in the cornua of the uterus consistent with the patient¿s essure placement. Pelvic pain. Most recent follow-up information incorporated above includes: on 25-jun-2019: pfs and mr received: case become valid as previous event injury nos is replaced with uterine perforation. Aka name added, reporter added, lot number added, patient demographic added, essure removal date added, product indication updated. Events added- uterine perforation, device breakage, essure insertion and ablation done on same day, urinary tract infection, migraines, headaches, pelvic pain, apareunia. Events onset date, events severity, concomitant drug, medical history and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.